Manufacturer narrative:
Additional concomitant medical products: (B)(4), implanted: (B)(6) 2015.

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. Follow up with the clinic revealed that the clinic was unaware of the oversensing and no intervention has therefore been scheduled. The ra lead remains in use. No patient complications have been reported as a result of this event.